Event description:
It was reported a spectrum pump had a "door not fully latched" alarm. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. This condition was caused by a failed lower link switch. The lower auxiliary assembly was replaced.